Event description:
On (B)(6) 2014, the lay user/patient contacted lifescan (lfs) (B)(4) alleging his one touch verio iq meter read inaccurately high compared to another device. The complaint was classified based on additional information obtained by the customer service representative (csr) during a follow-up call with the patient on (B)(6) 2014. The patient stated the alleged inaccuracy started on (B)(6) 2014 at 10:14 p.m. At an unspecified date/time, the patient stated he obtained a blood glucose result of ¿103 mg/dl¿ with the subject meter and ¿79 mg/dl¿ with another device (ultra), performed within 30 minutes from each other. Based on statistical methodology the calculated difference between these glucose results exceeds the expected value of less than or equal to 30%. The patient manages his diabetes with oral medication (metformin) and insulin (protaphane, 22-24 units, 2 times a day; actrapid, self-adjusting) and denied taking any action in regards to his normal diabetes management as a result of the alleged inaccurate result(s). On (B)(6) 2014 at 12:30 a. M. The patient reporting developing symptoms of ¿shaking¿. The patient tested his blood glucose and obtained a result of ¿79 mg/dl¿ with the subject meter. The patient self-treated with a ¿half glass of cola¿. The patient confirmed he began to feel better 15 minutes afterwards. During troubleshooting, the csr confirmed that the subject meter was set to the correct unit of measure setting. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of a serious injury after the alleged meter issue began.